Event description:
Surgery center claims a patient fell to the floor.

Manufacturer narrative:
This voluntary report found the following: the carbon fiber extension accessory has not been inspected for some time and is not on a routine pm schedule. The support rod, the customer is using is missing a rubber stop. The extension accessory being used by the customer is very old and is not made any longer. The locking mechanisms on the extension did not lock in. The extension collapsed sideways at the locking mechanism and fell to the floor. The hospital contracts with (a 3rd party non-skytron authorized service provider) to handle their service needs. Upon inspection at skytron, we discovered that this unit was well used and showed signs of wear including chips in the carbon fiber, missing hardware including bolts, and a rubber stopper at the end of the support rod. After disassembling the latching system it was evident that the end latch, which contacts the leg pin was worn. This was consistent on both latches. This specific latch has been changed and is no longer available in our parts supply. Because of the overall condition of the unit and the worn latch, it is recommended that the unit is not repairable and should be taken out of service. Lack of proper pm's and service caused to unit to fail. Patient was not injured.